Manufacturer narrative:
On (B)(6) 2016 - we have requested the device be returned. To date, the device has not been received.

Event description:
On (B)(6) 2016: consumer alleges that she received 2nd and 3rd degree burns using this product. The consumer claims the product did not shut off and caused the burn on her stomach. Medical attention was received.